Event description:
The customer experienced low bloods and the paramedics were called for treatment. Troubleshooting conducted indicated the device was working properly. Tech recommended contacting physician to discuss other possible causes.